Manufacturer narrative:
Pump was received with no act button response due to corroded act keypad trace. No button error alarm noted during testing. No scrolling bar moving anomaly noted. Unable to verify for motor error alarm due to no act button response. Motor passed motor test. Pump had missing end capsticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 215 mg/dl. Troubleshooting was performed. The device was returned for analysis.